Manufacturer narrative:
The referenced scope has been returned to the service center, however the evaluation is still in progress. As part of our investigation of this report, an endoscope support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing practice and to provide reprocessing training if necessary. To date, the ess visit has not yet been finalized. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The director of patient care at the user facility informed the service center that towards the end of a procedure, the physician was withdrawing a biopsy when foreign bio-burden from a prior case came out of distal tip of the scope and into patient. The foreign bio-burden was suctioned out of the patient. The patient in the procedure did not develop an infection. And other patients that could have been exposed to the scope did not develop infection either. It was unknown how long the foreign bioburden was inside the scope. The foreign bioburden was not tested or identified as it was discarded following the procedure. Prior to procedure, the scope was high level disinfected (hld) utilizing their third party automated endoscope reprocessor (aer) machine, per manufacture specifications. The scope was not cultured or sterilized but passed atp testing. The minimum effective concentration is checked for every cycle of hld. Precleaning was performed immediately after a procedure and the scope was immediately transported to reprocessing. The facility's last reprocessing in-service was september 2019. There have not been any personnel change since the last on site visit from their endoscopy support specialist (ess). All reprocessing staff were trained on how to properly reprocess an endoscope.

Manufacturer narrative:
The clinical lead/patient care director further reported that the during a colonoscopy procedure, the foreign matter went into the patient's rectum. The intended procedure was completed. The patient who underwent the procedure with the same instrument prior to this patient was tested and all results were negative. No prophylactic antibiotics were given nor indicated. A visual inspection was performed on the scope's instrument and suction channels and found long dark streaks, scratches and debris on the instrument channel wall; there was no foreign materials observed. The suction channel was also inspected and found kinks at the connector side; there were no dark debris noted. A leak test was performed a leak was noted at the protector boot; no leaks from the biopsy channel. A review of the service history indicated the scope was last service via repair on october 21, 2019. Based on the evaluation results, the root cause of the reported event could not be confirmed as there were no black fluid and/or foreign material noted found inside the instrument and or suction channel. However, there are dark streaks and debris observed along the instrument channel wall. As a preventive measure, chapter 3 in the instructions for use, inspection and preparation before use, it states, "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end."

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and performed a manual cleaning in-service on colonoscope/gastroscope 190 series. The ess met with central sterile processing department (cspd) manager and the technicians that reprocess scopes. All steps to leak testing using a mu-1 and mb-155 and manual cleaning using OEM verified brushes were thoroughly explained according to the instructions for use (IFU). All manual cleaning steps were reviewed until flushing as the user facility utilizes medivators scope buddy to flush and medivators automated endoscope reprocessor (aer) to perform high level disinfecton (hld).